Event description:
Complainant alleged that during the incoming inspection of the product, the device's pacer output was found to be out of the specified tolerance for the selected setting. The complainant indicated that there was no pt involvement in the reported failure.